Event description:
3 year follow-up of triathlon tritanium outcomes study, patient reported dissatisfaction with their knee replacement. Additional comments: "sore at night or if on my feet all day. Always feels some pain and it pops a lot when I move it."

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon p/a ps beaded #5l; cat# 5516f501; lot# ae39p. Tritanium bplate triathlon s4; cat# 5536b400; lot# ctd7518. Tritanium patella-asymmetric; cat# 5552-l-320; lot# a56j. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.